Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03-sep-2019. With the following findings: evaluation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03-sep-2019.